Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged and may have been perforated by tool contact. A portion of the foot of the attachment was detached and missing. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. It was also noted that the bearing were worn. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of worn bearings. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to footed portion being damaged by tool contact. On follow up no further information was obtained.

Event description:
On follow up with the facility, it was indicated the damage to the attachment occurred due to the attachment touching bones. However, the hospital stated they were unsure when and how the foot of the attachment was damaged. It was confirmed there was no patient impact, and there was no delay to a procedure as back up devices are available. The hospital name and address was confirmed, and the initial reporter information was provided. The concomitant motor was provided, however, would not be returned.